Event description:
Following a normal labor and delivery, physician attempted to remove catheter from pt and was unsuccesful. Catheter "broke off" leaving approx. 6" of catheter in pt's epidural space. Facility will leave catheter in place.